Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter read inaccurately high compared to another device (trueresult). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began at an unspecified date and time during (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿280 mg/dl¿ with the subject meter and ¿160 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient reported that an unspecified time prior to obtaining the alleged inaccurate high reading on the subject meter, she developed symptom of ¿shakiness¿; symptom she associated with low blood glucose. During the follow-up call, the patient reported treating herself with food in response to the symptom. During the follow-up call, the patient stated that she manages her diabetes with a combination of 70/30 insulin (unspecified brand morning and night) and oral medication (glucophage in the morning and night; glipizide in the morning). The patient confirmed that she does not adjust dose of any medication based on meter results. The patient informed the csr that she tests her blood glucose at least three times a day and that her normal blood glucose range is between ¿150 to 200 mg/dl.¿ prior to the onset of symptoms, the patient claimed she had last tested with the subject meter earlier that morning but was unable to provide the result obtained although stated it was higher than expected. The patient was unable to confirm if she took any medication after her morning reading that day. During the follow-up call, the patient attributed the onset of the symptom to probably not having eaten enough the night before. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr determined that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.